Event description:
The staff was attempting an elective cardioversion of a pt (age and gender unknown). The device was in battery mode, and the staff attempted to charge the device to 200 joules, when the device shut down. The staff was able to obtain another device when the alleged malfunction occurred. There was no adverse effect on the pt.